Event description:
Literature: fasano a, romito lm, daniele a, et al. Motor and cognitive outcome in patients with parkinson's disease 8 years after subthalamic implants. Brain. Sep 2010; 133(9):2664-2676. Summary: the authors evaluated a series of 32 consecutive patients who received continuous stimulation; 20 of these were monitored for 8 years. The authors indicated that at 8 years there was no significant increase of side-effects when compared with 5-year follow-up and therapy is a safe procedure with regard to cognitive and behavioral morbidity over long-term follow-up. However, the global benefit partly decreases later in the course of the disease, due to progression of parkinson's disease and the appearance of medication-and stimulation-resistant symptoms. Reportable event: it was reported that in one patient one electrode was removed due to a local infection. The patient experienced a sudden severe decrease of the therapeutic efficacy of stn stimulation and quickly recovered after re-implant. It was unclear when the explants occurred (early after implant or later).

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patient information provided in section a is the average for all the patients. At this time no additional information was available, additional information has been requested.